Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2938836-2016-10432. It was reported that noise was observed on the right ventricular lead. Further information was requested but was not available.

Event description:
New information received notes the noise was just on the discrimination channel, and did not affect therapy. The lead was reprogrammed. The patient was in stable condition.